Manufacturer narrative:
Asku - the reporter is a lay user/patient. The customer did not return the test strips.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the doctor's roche meter. The customer was tested at the doctor's office on the doctor's roche meter at 2:00 p.m. With a result of 3.8 inr. Once the customer was home, she tested on her meter at 2:18 p.m. And the result was 2.9 inr. The customer used a different finger for each test. The customer thought the result from the doctor's meter was correct. The customer's therapeutic range is 2.5 - 3.5 inr. No treatment was necessary. No adverse event occurred. The customer feels normal. The customer is not anemic and does not have antiphospholipid antibodies. The customer is being treated for rheumatoid arthritis; it is not known if the customer has the lupus antibody or not. The customer is not taking any direct thrombin inhibitors. The customer has had no changes to her coumadin dose and is not on any new medications. The customer has not had any diet changes and has not been ill recently. The customer has not experienced any bleeding; she had a bruise on her leg that went away on its own. The meter and test strips were requested for investigation. The customer returned the meter. The test strips were not returned. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr; donor 2 inr: 2.9 inr. Donor 1 hct: 43%; donor 2 hct: 40%. Donor 1: retention meter with master lot strips: 2.2 inr; customer meter with master lot strips: 2.2 inr. Donor 2: retention meter with master lot strips: 2.9 inr ; customer meter with master lot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. Relevant retention test strips (lot 272163) were tested in comparison with the current master lot at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to determine a definitive root cause for this event.